Event description:
On (B)(6) 2012, the pt's hospice nurse reported that the pt and his caregiver feel that the infusion device is delivering too much insulin. He stated that the pt's blood glucose level was 356 mg/dl on (B)(6) 2012, and he bolused 25.0 units of insulin and it lowered his blood glucose level to 80 mg/dl. The pt stated that he receives 4.0 units of insulin per hour and feels that his insulin goes faster than the 4.0 units of insulin per hour. The pt does not bolus unless he has elevated blood glucose levels. He stated that to bring his blood glucose level down it would usually take 75-100 units of insulin and he only took 25.0 units of insulin to bring the level down to 80 mg/dl. The pt was dizzy, nauseous, and lethargic. The pt brought his blood glucose level back up by eating bacon and eggs. His normal blood glucose range is 112 mg/dl. The pt has frequent heart attacks and cannot always tell if it is a blood glucose related issue or a heart attack. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were replaced and requested to be returned for evaluation.